Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a vibratory alert and presented to the hospital. High voltage lead impedance was observed. Patient is stable and will return for follow-up.